Manufacturer narrative:
The pump was shutting off due to corroded battery tube. Analysis was unable to verify weak battery due to blank display anomaly. The pump had a scratched lcd window, cracked display window corners, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 150 mg/dl. The customer was call back after being advice to wait 2 hours and the display did not return. Troubleshooting was not able to resolve the issue. The customer states the battery compartment and cap are corroded. The device will be returned for analysis.